Event description:
A malfunction was reported by the customer, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incident. The customer was instructed to contact support again if any malfunction code reoccurs.